Event description:
In was initially reported that the patient was not able to adjust stimulation on his implantable neurostimulator (ins). The patient programmer displayed the "call your doctor" icon and showed an "out of regulation" (oor) condition. It was noted that the only symptom the patient had was lip curling and the patient recently had a colonoscopy. It was also noted the patient had an appointment with his physician later that week. Additional information was received from the patient's physician that reported impedances >10000 ohms on electrodes 4 and 5. The patient still received good therapy using electrodes c and 6. It was noted that the patient had an ins replacement on (B)(6), 2012. Before the old ins was replaced, impedances >4000 ohms were seen on electrode 4 only. The physician was concerned that following the replacement, electrode 5 showed high impedances as well. X-rays of the ins and extension were taken and looked normal. Reprogramming was not performed because the patient was getting good therapy. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 7482a40 serial# (B)(4) implanted: 2007-(B)(6) explanted: na product typ extension product ID 7482a40 serial# (B)(4) implanted: 2007-(B)(6) explanted: na product typ extension product ID 37642 serial# (B)(4) product typ programmer, patient product ID 3387s-40 lot# v062132 implanted: 2007-(B)(6) explanted: na product typ lead product ID 3387s-40 lot# v055961 implanted: 2007-(B)(6) explanted:na product typ lead. (B)(4).